Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sneezing, blowing is nose, repiratory problem, difficulty in breathing, low oxygen level related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on 16 september 2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sneezing, blowing is nose, repiratory problem, difficulty in breathing, low oxygen level related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged runny nose and chest congestion. In this report, section d4, h4 and h6 has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleging sneezing, blowing is nose, repiratory problem, difficulty in breathing, low oxygen level. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.